Event description:
An eye care professional (ecp) reported she had a male patient (pt) who's mother reported her son was studying and experienced pain in the eye, continued to wear the lenses and removed them later that evening. The following morning he had redness and pain, was seen in the e.r. And treated with antibiotics. Mother reported that the pt lost vision in one eye. This pt was never seen at the reporting ecp's office after the event. It is unknown if the pt was sleeping in the lenses or the solution being used. Ecp states she has no other information to provide. No product or lot #s are available.

Manufacturer narrative:
Information received from complainant was limited and suggested potential serious injury. The event is being reported as worst case. No casual factors can be determined and no conclusion can be drawn. Additional information will be submitted within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.